Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) levels rose above 22 mmol/l (396 mg/dl) while wearing the pod on the arm for 48 hours. The patient's caregiver checked the bg readings by the dexcom app on their smartphone and found the patient's bg levels getting higher and higher and the patient received an automated delivery restriction alert. The caregiver called the diabetic educator who called the paramedics. The paramedics changed the patient's pod, getting the bg levels in control. The paramedics stayed with the patient for 2 hours.